Event description:
It was reported that the o2 concentration low alarm was generated. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, it was clarified that alarm for o2 concentration low was generated, however during on-site visit, the check of the device was done and no malfunction was found. The device passed all performance tests and could be returned to clinical use. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. Unfortunately, as the source of the alarm activation was not found, the exact root cause could not be determined.